Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported via social media that the patient experienced a cerebrovascular accident (cva). A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. It was reported that the patient had to go back on blood thinners as a result of a cerebrovascular accident (cva) in the eye.

Manufacturer narrative:
Aware date was used as event date as actual event date was not known.